Event description:
It was reported the instruments were disassembled. The issue was found during cleaning and disinfection. No patient involvement.

Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have ball bearing components disassembled / missing. The components were not returned. The device history records and receiving inspection report were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of a previous design update. This device is confirmed to have been a part of a previous design update. It was determined that this device was manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. Complaint is confirmed via visual inspection. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.